Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Sex: female age (at time of consent): 63 years drug therapy: yes relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank. Model: lxmc14 device lot number: 24452 date of surgery: (B)(6) 2022. Adverse event term: odynophagia severity : blank => mild outcome : blank => recovering/resolving this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6). Event: odynophagia. Relationship to study device: blank relationship to primary study procedure: blank.

Manufacturer narrative:
(B)(4); date sent: 10/3/2022. Additional information received: date of dilation: (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2022. Diagnostic imaging : no => yes. Relationship to study device: possible. Relationship to primary study procedure: possible.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2022. Additional information received: dilation performed : no : yes. Outcome : recovering/resolving: recovered/resolved. Relationship to study device: possible. Relationship to primary study procedure: possible. Dilation performed: yes. Indicate type of dilation? Pneumatic. Diagnostic imaging: yes. Drug therapy: yes.

Manufacturer narrative:
(B)(4); date sent: 8/12/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: end date: blank 24 jun 2024. Updated log line 2: outcome: unknown recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank: n/a. Intervention/treatment: (check 'none' or all that apply) none: no / yes. Relationship to study device: blank: possible. Severity: blank: mild. Relationship to study procedure: blank: possible. Start date: blank: on (B)(6) 2023. Outcome: blank: unknown.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2025. Additional information: updated log line: 1. Updated: severity : mild => moderate.